Manufacturer narrative:
The system was serviced in the field and failed electrical testing. The power conversion was failing. Fans were cycling with the ias powered off, and the mvs interface disconnected. An upgraded power conversion enclosure was installed and a new power tray was installed. The system then passed all tests and was performing as intended. The power conversion enclosure was returned and analyzed. The complaint was confirmed. The power conversion enclosure failed bench testing. Transistors q28 and q14 failed. Both transistors were shorted. Concomitant medical products: product ID: bi71000195, serial/lot #: rev. 1 : s/n (B)(4). Product ID: bi71000176, serial/lot #: rev. 2 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the uninterpretable power supply (ups) and cmos batteries were replaced as part of the planned maintenance (pm). During the pm, it was observed that the power conversion was failing. Fans were cycling when the image acquisition station (ias) powered off. The mobile viewing station (mvs) interface was also disconnected. No patient was present.